Event description:
The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), when the physician removed the 6 fr. 100 cm vista brite tip xb 3.5 guiding catheter from the packaging the distal tip was noted to be cracked. The product was not clinically used in the patient. Another brite tip guiding catheter of the same shape was used to complete the procedure successfully. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The target lesion was the proximal left anterior descending (lad) artery. The lesion was reported to be: a 99% stenosis, heavily calcified, and moderately tortuous. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. The report received from the affiliate indicated that while preparing for a percutaneous coronary intervention (pci), when the physician removed the 6 fr. 100 cm. Vista brite tip xb 3.5 guiding catheter from the packaging the distal tip was noted to be cracked. The product was not clinically used in the patient. Another brite tip guiding catheter of the same shape was used to complete the procedure successfully. There was no reported patient injury. There was no damage noted to the product packaging upon inspection prior to opening. There was no reported difficulty removing the product from the packaging. The target lesion was the proximal left anterior descending (lad) artery. The lesion was reported to be 99% stenosed, heavily calcified, and moderately tortuous. No additional information is available. The product was not returned for evaluation. Review of lot 15621331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the product the reported customer complaint of distal tip crack on the catheter could not be confirmed and no determination made. Inspections are in place to prevent damaged devices from leaving the facility and the DHR indicated that the product met specifications; therefore no corrective action will be taken. Please note that this is the initial/final report for this product.